Event description:
The initial reporter received a questionable lact2 lactate gen.2 and other assay results from three patient samples tested on the cobas 6000 c 501 (ul) v. . The reporter was able to provide one example of discrepant results. The initial result was reported outside of the laboratory. The patient sample was rerun on their other c 501 module. The initial result from the module was 0.0 mmol/l. The repeat result from the other module was 1.1 mmol/l. The repeat result was deemed correct.  The reagent lot number is 696553. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found the rinse levels on the rinse mechanism to be low. The fse then flushed the rinse tubings on the rinse mechanism and adjusted all water levels to their proper adjustments. The fse verified that all rinse levels were within specifications. He performed a hardware check by test performance with successful results the customer performed qc with successful results. The last calibration performed on (B)(6) 2023 was within specifications. The qc recovery was provided, but the target means and ranges were not provided. The patient sample was centrifuged for 6 minutes at 5000 revolutions per minute (rpm). The recommended centrifugation for the sample tube is =1300 relative centrifugal field (rcf) for 10 minutes. The provided centrifugation time is shorter than recommended, and the centrifugation speed may be faster than recommended. The alarm trace had an "abnormal probe sucking" error. This is an indicator of possible poor sample quality.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  H3 other text : na.